Manufacturer narrative:
Follow-up #1: date of submission 9/10/15 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: the black box shows evidence of power on reset. Pump returned with visible moisture in the display lens. No damage found to returned battery cap or the battery compartment. Returned battery cap fits securely to the pump. Pump has audible but no vibratory features; the display screen remains blank. Damage to the pump case was observed near the upper right corner between the display lens and the cover. Pump fails in-house leak test due to damage to pump case. The pump cover was removed; internal moisture was present in pump. Unable to complete required all investigation steps due to internal moisture damage in the pump. Returned battery cap/returned cartridge cap used for testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.